Event description:
It was reported that the user completed a dinner meal announcement, realized the pump was low on insulin, performed a supply change, did not reconnect immediately, then showered, after which glucose rose and the user used another dinner meal announcement as a correction; charts showed a reading of 401 mg/dl with an estimated high duration of about seven hours, and the user was using an inset 23-inch infusion set, with education provided on proper meal announcements and offered additional training. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event. The user agreed to education on proper use.

Manufacturer narrative:
Initial.